Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, prior to a laparoscopic cholecystectomy, during a prior-to-use check, a nurse found a part of the device damaged and inside of the device was slightly closed. Used another device for surgery. No patient involved.